Event description:
It was reported that the rotawire got stuck in a stent, the tip fractured and remained in the body. The target lesion was located in the left anterior descending artery (lad). A rotawire was selected for use. During procedure, it was noted that the rotawire was stuck in a previously placed stent. After numerous attempts to free the rotawire, it was physically removed with a tug. Subsequently, the radiopaque tip of the wire broke off and remained in the body. A stent was placed to secure the wire tip against the wall of the artery. The procedure was completed. No complications were reported.